Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op it was noticed that the screw at s1 was broken. Fusion had occurred. A revision surgery was performed; approximately 35mm of the screw shaft were left in the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.